Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping the 20 x 2.50mm taxus liberte stent delivery system it was noted that the stent struts were lifted the device did not enter the patient and another of the same device was used to complete the procedure. No patient complications were reported and the patient's current status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping the 20 x 2.50mm taxus liberte stent delivery system it was noted that the stent struts were lifted the device did not enter the patient and another of the same device was used to complete the procedure. No patient complications were reported and the patient's current status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Returned product consisted of a taxus liberte stent delivery system (sds) with no original packaging or other devices. The shaft was separated/detached 121.5 cm from the hub. The distal portion of the device (distal shaft, balloon, and stent) was not returned for product analysis. The fracture surfaces are consistent with a fracture due to tensile overload. The shaft was bunched/damaged 7 and 9 cm from the separation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).